Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a patient presented with grade 4 functional mitral regurgitation (mr). It was reported that everything worked successfully during preparation. Post deployment of the clip (20111r405) on the medial side of a2/p2, the clip opened. At this point, mr was at a grade 2. It was noted that the clip specifically opened after detachment from the clip delivery system (cds). A second clip (20413r283) was placed and substantially reduced mr to grade 1. There was no delay to the procedure and no patient adverse event. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ locked) was unable to be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer stated; all three images present the same, showing two fully deployed clips in which one clip is open to a noticeably larger degree than the other. The top clip in the images has an arm angle of ~10°, while the bottom clip in the images has an arm angle of ~20°; the bottom clip is presumably the reported device. The stated arm angles in this evaluation are estimations based on visual assessment with the naked eye and cannot be confirmed. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened can be made.